Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the programs just changed arbitrarily. The patient reset the parameters to resolve the issue. They stated that so far the replacement controller resolved the issue and it only happened occasionally. They stated the issue was pretty much resolved but it still has trouble recognizing the device. The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that for the past couple of weeks they have had trouble with the controller and was seeing the no device found screen. The patient stated the stimulation would not come on. They stated it had switched groups for no apparent reason since the past few days. The patient tried reseating the battery pack and that had not helped. They stated they tried the aa batteries and this did not resolve the issue. A replacement controller was sent. No patient complications were reported as a result of this event.